Manufacturer narrative:
Results: complaints were confirmed for ¿intermittent stimulation and stimulation in wrong location.¿ microscopic inspection of the octrode lead body revealed a lead breakage with all wires broken inside sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2014-26938.

Event description:
Device #2 of 2: 1627487-2014-26938.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26938. The patient reports she is experiencing positional stimulation. In addition, the patient is not feeling the stimulation in her targeted pain areas. Follow up information identified the patient is unable to feel the stimulation. An x-ray was taken and showed a partial lead fracture of the model 3186 lead. Lead diagnostics revealed multiple high impedances. The model 3163 (off-label) has migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.